Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 was smoking. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for lots 25140292, 25140144, and 25137111 the last 3 lots shipped to the account prior to the event date. There was no ncmr's recorded in the lot history. The hp2 device was returned to the factory for evaluation. Sign of blood and evidence of clinical use were observed. A visual inspection was conducted. Specks of blood were observed on the harvesting tool handle. Charred tissue and blood were observed on the heating element. The heater wire was flexed away from the center of the hot jaw with no detachment. The wire remained in place at the tip and base of the jaw. No other failures were observed. The jaws were gently cleaned of debris and char with a saline and gauze pad as indicated in the instructions for use. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. No smoke and/or steam which could be considered excessive was observed during the testing. Based on the condition of the device as returned and the results of the investigation, the reported failure mode ¿environmental particulates¿ was not confirmed but was confirmed for analyzed failure "material twisted/bent; wire". Specific actions for the analyzed failure "material twisted/bent; wire" are being maintained and documented under maquet's failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 was smoking. A replacement device was used to complete the procedure. The hospital did not report any patient effects.